Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to other than monitor plus therapy. The field representative thought that the device was inadvertently left off after the patient had an atrioventricular (av) node ablation. Additional information was received from the field representative revealed that the tachy therapy deactivation was ordered by the physician and the device was never turned back on after the procedure. After the pacing parameters were restored, the laboratory personnel either forgot or did not know how to turn on the therapies. Subsequently, the field representative turned on the tachy therapy. This device remains in service. No adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.